Manufacturer narrative:
Zimmer biomet complaint- reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to the patient's fall. A summary of the investigation has been sent to the complainant. This report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was revised due to patella fracture. The patellar fracture was due to a patient fall. The bearing was replaced due to debris from the fractured patella articulating on the femoral component.